Manufacturer narrative:
Exemption number e2015058. The technical log showed the device records a manual power up on the (B)(6) 2011 and performed to specification up to the (B)(6) 2016. Multiple manual power ups, one of ten minutes duration were recorded on the (B)(6) 2016. This may suggest the user was regularly power cycling the device or the beginnings of membrane failure. Investigation found the reported fault can be attributed to membrane failure. The one ten minute time out and the manual power ups under one minute. This may suggest the user was regularly power cycling the device or the beginnings of membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.